Manufacturer narrative:
Device returned to manufacturer. A device history record (DHR) review was performed on item 399.28/lot # a7aa013: DHR not available as device is older than 15 years. At this time the manufacturing documents for instruments had to be stored for 10 years. A product development investigation was performed on the subject device. A visual inspection and drawing review were performed as part of this investigation. The 399.28 lot number a7aa013 hohmann retractor was returned and reported to have broken intraoperatively. This condition is confirmed; the device was returned broken in two halves with a slight bend to both pieces. This complaint condition was likely caused by frequent repeated use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 399.28 hohmann retractor is an instrument routinely used in the hip preservation surgery set per relevant technique guide. The balance of the returned device is in fairly worn condition with several markings and signs of superficial wear. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an original surgery for a hip replacement on (B)(6) 2017, as the surgeon was retracting the tissue away from the hip bone with a hohmann retractor, the metal instrument broke in half. No fragments were generated. Another retractor was available in the operating room to complete the procedure. There was no surgical delay reported. The surgery was completed successfully with the patient in stable condition. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date returned to manufacturer subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.